Manufacturer narrative:
It is unknown if the device will be returned for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined.

Event description:
The event occurred on an unspecified date and involved a tego® connector, where it was reported during disconnection of the venous branch from the catheter there was air entrance in the branch. The tegos tip was reporting to be slightly bulging. There was no patient involvement reported, and no report of patient harm.

Manufacturer narrative:
The device was not returned for evaluation. The complaint of rounded top of tego and allows air passage on the d1000 could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history review (DHR) for lot 5452090 was reviewed and no non conformities were found that would have led to the reported complaint.